Event description:
Customer reported that during a case involving irrigation of wound, fluid made contact with battery indicator board causing a short circuit condition and smoke to emit from the table base. The fire department responded to assess the situation. Table was declared "out-of-service" until repairs were made.